Event description:
It was reported that: "when the doctor tried to remove the device from the patient, they were unable to deflate the cuff. After removal they were also unable to inflate the device." There was no reported patient harm or consequence. No desaturations.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that: "when the doctor tried to remove the device from the patient, they were unable to deflate the cuff. After removal they were also unable to inflate the device." There was no reported patient harm or consequence. No desaturations.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed , and it was observed that the check valve on the device was broken. It was also found that the cuff could not be inflated or deflated. A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the complaint was confirmed. It was reported that the device was used multiple (30) times prior to experiencing this issue; therefore, the root cause of the issue was determined to be user related.